Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system did not turn on even after multiple attempts. A philips field service engineer (fse) examined the system onsite and confirmed the reported issue. Upon troubleshooting, the fse found an issue with the host pc. The fse replaced the host pc. The defective host pc was returned for analysis. The failure analysis identified that the failed component was power supply unit/motherboard. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.